Event description:
No additional information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item #: unk/unk liner/, lot #: unk. Item# unk/ unk stem /, lot #: unk. Item# unk/ unk cup/, lot #: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05310.

Event description:
It was reported patient underwent hip revision surgery for dislocation due to patients abductor muscles not working properly. Liner and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.